Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device handle lever had seized, jammed and moved heavily. It was further determined that the device was not functioning due to jammed on/off/osc switch and the motor was noisy upon testing. It was further determined that the device failed pretest for check the off/on/osc switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device handpiece on / off switch was jammed and would not move. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.